Manufacturer narrative:
510k: k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. However, 22 sealed devices from the lot number said to be involved were returned and evaluated. Sealed devices 1-22: our laboratory evaluation of the returned sealed devices did not confirm the report of unable to deploy or open clip from tissue. The samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Endoscopic maneuvers were required to aid in deployment for devices #3 and #11. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used devices, not returned: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Sealed devices, returned: the 22 sealed devices were tested for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Two of the sealed devices required endoscopic maneuvers to aid in deployment but did deploy. These maneuvers are acceptable based on the instructions for use. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy to clip three polyps in the right colon, the physician used three (3) cook instinct plus endoscopic clipping devices. Per the user, "successful deployment but with objections as the inner guidewire is hanging onto the clip post-deployment. This is causing tenting of the mucosa as the physician has to pull the catheter back to get the clip to release. The clip is deploying but only partially". Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Event description:
During a colonoscopy to clip three polyps in the right colon, the physician used three (3) cook instinct plus endoscopic clipping devices. Per the user, "successful deployment but with objections as the inner guidewire is hanging onto the clip post-deployment. This is causing tenting of the mucosa as the physician has to pull the catheter back to get the clip to release. The clip is deploying but only partially". An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.